Event description:
Hill-rom rec'd a report from the account stating the nurse call feature on the bed not working. The bed was located at the account on the 6 tower. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call not functioning correctly due to the communication cable not entirely plugged in. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the communication cable to resolve the issue. Based on this info, no further action is required. See scanned page.